Manufacturer narrative:
The reusable tibial insert impactor tip broke at the point where the tip connects to the impactor handle. Review of the returned component confirms this failure mode. Review of the inspection records for the affected lot indicate that the device was manufactured to specification.

Event description:
The reusable tibial insert impactor tip broke at teh point where the tip connects to the impactor handle.